Manufacturer narrative:
This product was explanted. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for assistance with programming this pacemaker system. The hcp reported that the accelerometer feature had been programmed on the device and the patient reported not feeling well with the accelerometer feature on. Upon reviewing the presenting electrogram (egm) showed a lead safety switch (lss) was triggered due to high out of range pacing impedances measured on the right ventricular (rv) lead and two signal artifact monitor (sam) events. Further review of the sam events showed that the minute ventilation (mv) feature was disabled by sam due to possible electromagnetic interference (emi) oversensing. The hcp also noted the rv ring may be fractured. Ts discussed programming optimization options with the hcp. Subsequently, the pacemaker and rv lead were evaluated by the physician. The physician reprogrammed the pacemaker sensitivity settings and configured the lead to unipolar settings resolving the issues. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a replacement procedure was performed where this pacemaker and rv lead were explanted and successfully replaced with new a device and lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for assistance with programming this pacemaker system. The hcp reported that the accelerometer feature had been programmed on the device and the patient reported not feeling well with the accelerometer feature on. Upon reviewing the presenting electrogram (egm) showed a lead safety switch (lss) was triggered due to high out of range pacing impedances measured on the right ventricular (rv) lead and two signal artifact monitor (sam) events. Further review of the sam events showed that the minute ventilation (mv) feature was disabled by sam due to possible electromagnetic interference (emi) oversensing. The hcp also noted the rv ring may be fractured. Ts discussed programming optimization options with the hcp. Subsequently, the pacemaker and rv lead were evaluated by the physician. The physician reprogrammed the pacemaker sensitivity settings and configured the lead to unipolar settings resolving the issues. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.